Event description:
Healthcare professional reported the serious non device related event of "sinus infection" after a subject was injected in the temples with juvéderm® voluma¿ xc. Treatment is noted as ¿ciprofloxacin 250mg.¿ event has resolved six days from date of onset.

Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was discarded. The event of "sinus infection," deemed not related to the device is considered an unexpected adverse drug experience.

Manufacturer narrative:
Clarification to a.4.: 145.50 lbs. Additional, changed, and/or corrected data: a.4.

Event description:
Healthcare professional reported the serious non device related event of "sinus infection" after a subject was injected in the temples with juvéderm® voluma¿ xc. Treatment is noted as ¿ciprofloxacin 250mg.¿ event has resolved six days from date of onset.